Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files do not show any system notices or issues. No product was returned for investigation. No product malfunction was reported; a known clinical issue was encountered during the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cryoablation procedure, pulmonary vein isolation (pvi) was completed using the balloon catheter. It was noted that the cavotricuspid isthmus (cti) was ablated using radiofrequency (rf). After, when the potentials in the superior vena cava (svc) were being checked, the patient's blood pressure declined. An intracardiac echo and echocardiography confirmed cardiac tamponade. The physician commented that the inferior vena cava may have been injured during ablation to the cti; however, the cause of the issue is unknown. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.